Event description:
It was reported that the device exhibited a "line disconnected" alarm. Troubleshooting was performed but the alarm persisted. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a bubble in the dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.